Manufacturer narrative:
Investigation summary: no sample was received for investigation in which the customer has reported observing leakage from a small hole in the tubing. This feedback refers to a 60693e product from lot 1025397. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to identify a definitive root cause for this type of damage during a review of the production process; no sharp tools or surfaces are utilized on the manual assembly line. A review of the production records for lot 1025397 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. In this instance, without the complaint sample or additional information about the product it is not possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 60693e product.

Event description:
It was reported that the bd alaris¿ gp series primary infusion set had a small hole causing leakage. The following information was provided by the initial reporter: IV giving set had a very small hole in it where tx was coming through.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ gp series primary infusion set had a small hole causing leakage. The following information was provided by the initial reporter: IV giving set had a very small hole in it where tx was coming through.